Event description:
It was reported that the 5 lead cable on the programmer was coming across very dirty, and that new electrodes were tried and that each lead was "played with" but that a clean signal could not be achieved at all. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, however there were cracked solder joints at the electrocardiogram (ECG) connection. (B)(4).